Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned, which confirmed the stent implant was partially deployed and twisted. The twisting of the implant prevented full deployment of the stent. Cine images were returned and reviewed by an abbott vascular clinical specialist who concluded: there is no evidence in the images provided of the malformed distal stent as it emerged from the delivery system. Based on the report filed the physician followed the IFU by properly preparing the vessel prior to stent deployment. Upon observing the malformed stent the physician again followed the IFU and removed the entire system as a single unit. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the twisted implant. A query of the complaint handling database for the reported lot revealed no other incidents for partial deployment or twisting stent. Based on available information for this lot, the root cause appears related to improper handling. It is inconclusive as to where the improper handling occurred. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, proximal femoral artery. Appropriate pre-dilatation was performed on the 6 mm lesion with a 6 mm balloon catheter. During deployment of the 5 x 60 supera stent, the stent came out of the sheath malformed. The stent delivery system was removed from the anatomy using fluoroscopy and the tip of the delivery system was observed to be inside the stent; however, the stent implant would not detach from the delivery system and was retracted out of the patient attached to the delivery system. Another supera stent was deployed successfully to treat the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.